Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and an infection, as stated in the experience report. The wear was likely due to malalignment between the femoral component and tibial tray which led to prosthesis wear of the tibial insert. The reason for the reported infection cannot be conclusively determined, but may be related to an underlying patient condition. However, this cannot be confirmed and possible contributions from patient related considerations could not be assessed because the components were not returned for evaluation and sufficient clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): z99007 - logic tka unassigned. Zinfo-01 - unassigned. Zoscl-01 - unassigned. Zream-01 - unassigned. Tn190-119-05 - m-class 19x1.19x105 (B)(6). 02-012-47-1509 - logic cr 1.5 - 9mm 4132885. 200-02-32 - 3 / 32mm (B)(6).

Event description:
It was reported that this patient's right knee was revised approximately 4 years 5 months post op. The patient had a total knee arthroplasty using cr sdt tibial insert which started causing knee swelling and pain, the surgeon diagnosed the infection and wear of the tibial insert, then revision surgery for the replacement was performed. Wear on posterior side was observed. Surgeon decided to replaced to a competitors device. Patient was last known to be in stable condition following the event.